Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 with a blood glucose of 477 mg/dl. Customer was in diabetic ketoacidosis and had symptoms such as nausea, vomiting, thirst, and frequent urination. Customer treated by taking injections. Customer woke up with a high blood glucose on monday and drove to the emergency room. Customer's blood glucose went up to 568 mg/dl later in the day. Customer was on an insulin drip until yesterday and was wearing the insulin pump at the time of the hospitalization. Customer had a no delivery alarm and a check settings alarm in the alarm history. Nurse was advised of the importance of changing out the set when blood glucose is high regardless of whether or not it is time for a set change. Customer performed the high pressure test and the pump alarmed at 2.7. Customer was advised to change the entire set, reservoir, and insulin. Customer is currently in the hospital and will monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.